Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced loss of consciousness while being in the kitchen. When a fingerstick was taken, the cgm reading was high, and the blood glucose reading was 1.1 mmol/l. The patient was immediately treated with juice by their girlfriend. No further medication or treatment was reported to be needed, and the patient did not go to the hospital for this event. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.